Event description:
It was reported that: "the regular stock item is out so the substitute items that was ordered for size 6.0mm, 6.5 mm, 7.0 mm, 7. 5 mm, 8.0 mm endotracheal tubes sheridan brand are the wrong cuff type-- we are receiving the low volume/hi pressure cuffed endotracheal tubes rather than the hi volume/low pressure cuff endo tracheal tubes. Patients are waking up post surgery with very sore throats and possible stridor on inspiration with the wrong endotracheal substitute cuffs. There were no reported desaturations."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.